Manufacturer narrative:
D6a and d6b implant and explant dates were submitted incorrectly on the previously submitted reports and should of been left blank as controllers are not implanted. D9 device was received and date was added. E1 added zip code extension as it was omitted from the initial report that was submitted. E4 added selection as it was omitted from the initial report that was submitted. H6 updated type of investigation code due to device being returned. H11 updated additional manufacturer narrative due to the device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
Added-d6b explant date.

Event description:
An impella 5.5 and automated impella controller (aic) were being prepped for the support of a 72 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock. The patient had previously been supported by an impella cp before discovering hemodynamic needs prompted escalation to the 5.5. When prepping team discovered the aic would not recognize the purge system and to troubleshoot and remedy the team replaced the aic. The aic replacement due to purge detection failure will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.